Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. (B)(4).

Event description:
It was reported that the patient presented with shortness of breath. Interrogation of the implantable pulse generator (ipg) indicated the device had reached elective replacement indicator (eri) with unexpected longevity. The device was explanted and replaced. No further patient complications have been reported as a result of this event.